Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(6). The device was investigated by a maquet service technician: the failure was "heads won`t spin over 1000 rpm" and error appeared. The failure was verified but unable to repair in the field therefore the unit has to be sent back to bench for repair.

Event description:
Heads won`t spin over 1000rpm and an error appeared. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person: (B)(6). After the repaired rotaflow drive was sent back to mahwah, the rotaflow console could be tested. The getinge service technician with service order report #: (B)(4). Conducted an investigation on 2019-01-07, 2019-01-08, and 2019-01-16: therefore, the power control board was replaced. In addition, the battery was also replaced as a preventive maintenance schedule. Pm, function test and safety check as in the service manual. All tests have been passed. Referring also to the (B)(4) with the same failure: the exchanged control board was investigated by life cycle engineering: the described error could be reproduced. This error was induced by a hot plug. This happens when the drive was disconnected from a running rotaflow console. According to the IFU of maquet the rotaflow console must be switched off before the rotaflow drive is connected or disconnected. The most probable root cause of this error: mishandling the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigations initiations will be completed at this time.

Event description:
Internal reference: (B)(4). Autonumber: (B)(4).

Event description:
Internal reference: (B)(4). Autonumber: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received. The rotaflow drive was sent to the manufacturer emtec for repair RMA-10262 to germany: the failure could be confirmed by the service technician. The cause of error was a hot plug which destroyed two boards. Therefore the boards mc1 and mc2 were exchanged. After the repair the device passed all tests. The most probable root cause is: mishandling. When the device will arrive back in the USA the involved rotaflow console will be checked as well. These results will be written in a supplemental medwatch. Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).